Event description:
It was reported that during the implant, the physician had fixation difficulties with the right atrial and right ventricular leads. Both leads are still in use. It was also reported that the physician was unable to get the leads to screw into the device. The device was not implanted and another device was used. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (a3dr01) is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.